Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother stated that daughter is newly diagnosed with diabetes. The blood glucose readings have been 50 to 400 range in any given day. Caller stated that customer has not had problems with insertion of the infusion sets. Nothing further reported.